Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc is not retracting. The following information was provided by the initial reporter: bd insyte autoguard 20g is not retracting.

Manufacturer narrative:
Investigation results: the complaint of retraction failure could not be confirmed from the two representative 20ga insyte autoguard units that were received in sealed packaging from lot #4007165. A functional test of the returned units revealed that the needle fully retracted when the safety mechanism was activated. Although the complaint could not be confirmed, a trend was identified for needle retraction failure complaints and corrective actions have been put in place to address this issue. The implicated lot was made after the corrective actions were implemented. This complaint type and corrective action will continue to be monitored for effectiveness.

Event description:
No additional information.